Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing on the pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.

Manufacturer narrative:
Correction section h6; component code was incorrectly updated in the initial report submission. This has been corrected to reflect the correct product.